Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the lung tissue was being detached during a laparoscopic thoracoscopic lobectomy, the surgeon was able to press the green button but the handle was not squeezed. The stapler did not fire. Another handle was used. There was no patient injury.